Event description:
It was reported that the right ventricular lead exhibited noise. The noise was reproducible with patient motion. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.

Event description:
New information notes that the lead was also fractured, which occurred on (B)(6) 2013.